Event description:
Patient complained of snapping, surgeon found cup malpositioned. Noted that patient had a pelvic fracture before primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.